Manufacturer narrative:
One 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the locator. Visual inspection revealed that the there was no damage or deformation observed on the sheath/locator assembly. Then, the alignment of the blood inlet holes was checked and no obstructions or anomalies were noted. No other visual anomalies were noted with the device. For dimensional testing, the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.023" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054" which was within the specification of 0.056" +/-0.002". All measurements were found to be within the manufacture specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they deployed an angio-seal after finishing a diagnostic surgery. During the process of deploying the angio-seal, the doctor wanted to look for a return of blood from the locator (blood drip hole), but there were no obvious signs of blood return. The physician could not fully confirm the sheath in the artery. The doctor removed the device. Manual compression was performed to stop the bleeding. The blood loss was less than 250 cc. Additional information was received 28october2019: the procedural sheath size used was a 5f sheath for diagnostic surgery. A pre- deployment angiogram was performed. Patient was in stable condition.